Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the ECG connector and the paddles lead, and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. A backup device was available and was used. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient, however, no response has been received.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the ECG connector and the paddles lead, and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. A backup device was available and was used. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about the patient, however, no response has been received.

Manufacturer narrative:
The biomedical engineer evaluated the device and observed that the ECG connector was loose, which caused the reported issue. The biomed tightened the ECG connector and the issue was resolved. The device was sent to physio-control for an evaluation and other unrelated repairs were completed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.